Manufacturer narrative:
Concomitant medical products: clopidogrel, metoprolol, plavix, and tricor. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents and the progression of coronary artery disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Smoking and diabetes. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Event description:
The report is from the (B)(4) study. The patient was a (B)(6) male with a history of angina, previous pci ((B)(6) 2010), CABG (1999), hyperlipidemia, hypertension, smoking, and diabetes. Indication for the index procedure was stable angina. The target lesion was the mid lad. Vessel diameter was 3mm and the lesion length was 15mm. The lesion was heavily calcified and a type b2. It was de novo and 80% stenosed. Pre-dilation was conducted with a firestar balloon. A cxs23250 was deployed in the lesion and post-dilated. Post-procedure stenosis was 0%. The patient was discharged the following day. At the 6-month follow-up ((B)(6) 2011), the patient was experiencing unstable angina. No angio was conducted. Additional information received 7/19/2011: the cath report from (B)(6) 2011 states that the lad had mild in-stent restenosis and the diagonal was unchanged and has moderate ostial disease approximately 50%.